Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Evaluation reproduced the reported symptom. The specific component responsible for the failure could not be identified. The device was not within specification in relation to the reported symptom. The upper auxiliary assembly and the lower auxiliary assembly are known contributors to this alarm and have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump alarmed for a system error 322- "link switch error (low)" in the ICU. It was also reported that there was no pt injury.